Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak and unstable gripper lever. It was reported that during preparation of a clip delivery system (cds), the functional testing was performed; however, the gripper lever was leaking solution. It was noted that gripper lever seemed unstable. The cds was not used in the patient, and the procedure continued with a new cds. Two clips were implanted, reducing mr. There was no patient involvement and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported issues of gripper lever leak and unstable gripper lever were confirmed via returned device analysis. The delivery catheter handle body seal was observed to be damaged and not properly seated inside the slot of the handle body. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified damaged handle body seal and seal not properly seated in the handle body. It is also likely the loose gripper lever was related to this damaged/improperly seated handle body issue as the clip delivery system (cds) housing appeared crooked around the gripper lever shaft. The damaged seal and seal not properly seated in the handle body appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.na